Manufacturer narrative:
The dc power block shocked the nurse. The procedure was completed. No patient involvement. The nurse said she was shocked after moving the tower at the end of the case. The event took place march 2. Asr sean bailey would like an update on results of the investigation. The probable root cause/s could be the (1) damaged cable on the power supply (2) the cable was run over by the cart. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacturer date is not known.

Event description:
It was reported that the dc power block shocked the nurse.

Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the dc power block shocked the nurse.